Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter, was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) initial documentation, and further information obtained when the medical surveillance specialist (mss) reviewed the initial complaint. The patient reported that the alleged meter issue began on (B)(6) 2016 at 2 pm. The patient alleges she obtained inaccurately erratic blood glucose readings of 302 and 188 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs criteria for precision. The patient informed the csr that she manages her diabetes with diet and exercise. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that she developed symptoms of dizzy and light headed following the product issue (unknown time). She was taken to the emergency room in response to the symptoms and treated with IV fluids. During troubleshooting, it was established that the patients meter was set to the correct unit of measure, the csr was unable to confirm if the patient was using the correct testing steps, or if the vial was cracked or broken. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.